Event description:
It was reported that this right atrial (ra) lead was no longer sensing and atrial capture could not be verified. Ventricular pacing was functioning normally. Technical services (ts) recommended the patient undergo a chest x-ray to verify the ra lead position. No adverse patient effects were reported. This ra lead remains in service. Additional information was received that an x-ray was scheduled. No adverse patient effects were reported. This ra lead remains in service. Additional information was received that ra lead function was confirmed. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was no longer sensing and atrial capture could not be verified. Ventricular pacing was functioning normally. Technical services (ts) recommended the patient undergo a chest x-ray to verify the ra lead position. No adverse patient effects were reported. This ra lead remains in service. Additional information was received that an x-ray was scheduled. No adverse patient effects were reported. This ra lead remains in service. Additional information was received that ra lead function was confirmed. No adverse patient effects were reported. This ra lead remains in service. Additional information was received that this ra lead was tested due to repeated instances of atrial non-capture. During testing, the patient was symptomatic with thumping in the chest. No programming changes were made and physician follow-up was planned. No additional adverse patient effects were reported. This ra lead remains in service.

Event description:
It was reported that this right atrial (ra) lead was no longer sensing and atrial capture could not be verified. Ventricular pacing was functioning normally. Technical services (ts) recommended the patient undergo a chest x-ray to verify the ra lead position. No adverse patient effects were reported. This ra lead remains in service.